Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed blower temperature high. No patient harm.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the blower. The device is back in service.

Event description:
The customer reported the vent is alarming error code 1122 - blower temperature high. No patient harm.